Manufacturer narrative:
The info contained herein is based on the info provided by the pt. No sample was received for evaluation and investigation. Without the actual sample, a complete investigation cannot be conducted. The pump is expected from the pt; however, it has not been received for evaluation after multiple follow-up attempts to retrieve. The device history record was reviewed for the lot and all mfg operations were found to be within specification. A review of the lot history found no other complaints for a broken pinch clamp for the reported lot. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported by the pt that he received a pump on (B)(6) 2010 after 9am wrist reconstruction surgery. The pump was clamped until the pt needed it that evening. When he did unclamp to use, he became very numb, and when he tried to reclamp the pump, the clamp would not work. He contacted the clinical hotline and was instructed to tape the clamp closed and contact his doctor. The pt required more medication this morning, so opened the clamp again. He became very numb from the chest to back, and his arm and fingers were numb and white. He contacted his doctor who instructed him to remove the pump.